Manufacturer narrative:
Concomitant medical products: product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer. Patient product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3886, lot# l97844, implanted: (B)(6) 2001, product type: lead. (B)(4).

Event description:
It was reported the device had not worked since implant, about four months prior to report. It was stated the patient did not know why but the va would not remove the implant. Compatibility guidelines for electrocautery were requested.

Manufacturer narrative:
Removed fdc. The fdp (B)(4) and fdd (B)(4) no longer applies to this event and was removed.

Event description:
Additional information received from the patient reported that the implant was helpful for short time regarding 50% symptom improvement. He eventually met to have it programmed with a manufacturer representative (rep) over the series of weeks, but it was still not effective. Patient stated after another period, he has been no efficacy/symptoms, it come and go really bad and he does not felt stim. The patient was not feeling stim while therapy was on. It was also reported that the implantable neurostimulator (ins) light was blinking and ins was on. The information indicated the ins battery was low. Patient noted he did not feel stim including after increasing amplitude. Patient did not have healthcare provider.